Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per the instructions for use: assemble one way valve and aspirate the balloon in the kit. The md inserted the super arrow-flex (saf) sheath into the left femoral artery. The md could not pass the iab through the saf sheath and as a result, the iab was removed, leaving the sheath in place. Ref MDR # 1219856-2009-00329 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.